Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a button error. The blood glucose reading was 303 mg/dl. The patient has treated with insulin pump therapy. The unit was not exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on the keypad traces. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.